Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode (na), potassium electrode (k), and ise indirect na-k-cl for gen.2 (cl) results for 1 patient sample on a cobas 6000 c (501) module. This medwatch will cover sodium. Refer to medwatch with a1 patient identifier (B)(6) for information on the potassium results and medwatch with a1 patient identifier(B)(6) for information on the chloride results. The initial na result was 123 mmol/l, the initial k result was 3.42 mmol/l, and the initial cl result was 116.9 mmol/l. The customer questioned the results as they were accompanied by a negative ion gap which prompted them to repeat the results. The repeat na result was 137 mmol/l, the repeat k result was 4.21 mmol/l, and the repeat cl result was 102.5 mmol/l. No questionable results were reported outside of the laboratory. The repeat results were deemed correct.

Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The calibration and qc recovery data provided was within specification. The alarm trace did not contain a conspicuous event. The field service engineer (fse) found salt buildup on the acrylic block and cleaned it. A precision check and qc were performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.